Manufacturer narrative:
Device exhibits fracture damage at the base of the spine (spine fragment not received). Backside surface shows visible gouge marks and striations, and the articulating surfaces exhibit slight wear damage. X-rays are not available for review. It is likely the spine fractured due to abnormal anterior-posterior articulation and medial-lateral rotation of the femoral component and fatigue, but the cause could not be definitively determined due to insufficient information. The majority of engravings on the inferior side have been work away; therefore, the lot number is unknown and manufacturing records could not be reviewed. Scanning electron microscope examination of post fracture surface showed striations indicating fracture occurred by repeated loading. Fatigue crack appears to have propagated from the anterior to posterior side. Energy dispersive spectroscopy analysis of the insert material showed a carbon ( c ) peak in the spectrum typical of a uhmwpe.

Event description:
It is reported that the device was implanted in 2003. Post-op, the spine fractured on the poly. The device was revised in 2007. Exact implant date is unknown.